Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. The blood glucose level was unknown at the time of incident. The troubleshooting was performed for the pump error alarm. The customer stated that they were able to clear the alarm and the complete the rewind. The customer also reported that there was another unexpected restart alarm after the battery change. The insulin pump will not be returned for analysis.